Event description:
Healthcare professional reported left side "seroma fluid" and exchange of textured devices due to patient's concern with the product. Healthcare professional also reported cancer, which is deemed not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. (B)(4). Device evaluation: analysis of the returned device identified: white biological tissue and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.